Event description:
It was reported that this patient received inappropriate tachy shock therapy twice due to an atrial driven arrhythmia, under primary and alternate vector configuration. Reportedly, primary was difficult to use due to poor/low amplitude morphology signals. Technical services discussed the case and suggested possible re-programming options that could mitigate this issue, and to consider using secondary vector configuration if suitable for the patient. Further information was received indicating that the vector configuration was changed to secondary, and the patient received 4 additional inappropriate shocks. The physician will consider repositioning the implantable electrode or replace the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system with a transvenous one. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This implantable electrode is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient received inappropriate tachy shock therapy twice due to an atrial driven arrhythmia, under primary and alternate vector configuration. Reportedly, primary was difficult to use due to poor/low amplitude morphology signals. Technical services discussed the case and suggested possible re-programming options that could mitigate this issue, and to consider using secondary vector configuration if suitable for the patient. Further information was received indicating that the vector configuration was changed to secondary, and the patient received 4 additional inappropriate shocks. The physician will consider repositioning the implantable electrode or replace the entire subcutaneous implantable cardioverter defibrillator system with a transvenous one. This implantable electrode remains in service and no additional adverse patient effects were reported.